Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the insulin pump alarmed button error. The customer¿s blood glucose was 132mg/dl at the time of incident. No significant events leading to keypad anomaly were observed. Keypad anomaly troubleshooting was performed and confirmed that time is not advancing. The customer was advised to discontinue use of pump and revert to back-up plan. The insulin pump is being replaced and is expected to return for analysis.

Manufacturer narrative:
Pump was received with b, act and esc buttons unresponsive due to corroded keypad traces. No button error alarm noted. Unable to confirm failed battery test or perform the displacement test due to button keypad anomaly. Pump passed stop current and run current test. Time advances properly. No frozen screen noted.